Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 311 mg/dl at the time of incident and was treated with a bolus. The customer¿s other blood glucose was 355 mg/dl. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer alleged that the insulin pump was under delivering as the blood glucose was high. The customer reported that a piece of the insulin pump battery compartment chipped off and the reservoir lip ring was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis. The reservoir will be returned for analysis.